Manufacturer narrative:
G4: 24jan2020. B4: 31jan2020. The field service engineer (fse) evaluated the ventilator and confirmed the reported problem. The fse identified that the battery was over 9 years old with a manufacture date of 07-jul-2010. The fse replaced the battery and the problem was resolved. The ventilator successfully passed performance specification testing after the repair was completed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 21jan2020. B4: (B)(6) 2020. The customer confirmed that there was no patient involvement. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01/10/2020.

Event description:
The customer reported that the battery is not charging and the unit will not run on battery power. It is currently unknown if the ventilator was being used on a patient at the time that the reported event took place; however, there was no patient harm. Technical support advised the customer to replace the battery.